Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that all three segments had low average amplitude (152uv). There was a noise spike in the middle of the first segment, this noise spike raised the normalized amplitude value to 73. Low average amplitude and high normalized amplitude values resulted in a "no shock advised" determination for this segment. The average amplitude for the second segment was just above the threshold for vf detection. A high number of peaks and a low normalized amplitude value (49) resulted in a "shock advised" determination for this segment. The average amplitude of the third segment was also low but just above the vf detection threshold. This segment showed more flat areas than the second segment and the flat areas resulted in a low number of peaks. The flat areas also raised the normalized amplitude valve (63). The low number of peaks resulted in a "no shock advised" determination for this segment. Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.